Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to the electrode belt's j704 connector being broken off from the distribution node pca board. Upon investigation, the electrode belt was unable to complete detect and treat testing. The root cause for the damaged j704 was physical abuse. Investigation underway. See crf-63953. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.